Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead had exhibited low out-of-range pace impedance measurements less than <200 ohms. It was noted that pace impedance measurements were approximately 350 ohms at implant, increased to 446 ohms, and then began trending downwards. No noise was noted, and thresholds were stable. R-waves were 13.8 mv at implant, and were currently at 7.5 mv. Technical services (ts) discussed possible causes and recommended x-rays to confirm lead position. This rv lead remains in service at this time. No adverse patient effects were reported.